Event description:
It was reported that the pt's stimulator was overdischarged. The pt experienced a lack of effect and no stimulation. Three physician mode recharges were performed; the device remained unresponsive. An x-ray (2009) revealed lead migration and the battery was intact and correctly oriented (not flipped). The device would still not charge and could not be interrogated. The pt underwent revision of the lead and neurostimulator. The pt outcome was reported as non-serious injury/illness.

Manufacturer narrative:
.